Manufacturer narrative:
The lead was surgically abandoned and the device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient had experienced a syncopal event and was in the hospital. Testing noted elevated right ventricular (rv) thresholds. A revision procedure was performed and upon opening the pocket, the lead looked fine and tested fine. The physician decided to replace this lead and device as the patient lives far away from the hospital and had a previous av node ablation. No adverse patient effects were reported.